Event description:
Distributor information that the rate sensing leads were removed from service because the patient experience inappropriate shocks from service automatic implantable cardioverter defibrillator (aicd). The patient had two leads implanted from the same model no. The leads were capped and remain implanted. Implant date 1/6/93. Removed from service 4/12/93. Total implant time 3 months.device labeled for single use. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.